Manufacturer narrative:
A follow up call on 4/22/97 revealed that the patient was double skin tested on 12/3/96 and 1/8/97 with negative formulations of collagen. The physician prescribed benadryl on 4/13/97.

Event description:
A physician reported a pt who was double skin tested in 1/97 with negative results and was treated on 1/21/97 into the vertical lines above upper lip amd marionette lines. No symptoms were noted immediately after the treatment. On approx 2/25/97, the pt noted slight swelling at the treatment sites. From 3/1/97 to 3/12/97, the pt noted an intermittent increase in the symptoms. From approx 4/4/97 through 4/11/97, the pain from the test site was extremely sore and felt like "it was coming to a head"; it was hard without fluctuance with a pustular top, purplish red in the center about the size of a dime with a pinkish red periphery about the size of a 50 cent piece. The pt continued to experience intermittent swelling at the time injection sites on the face. The physician believed the symptoms to be a possible hypersensitivity to collagen and prescribed diphehydramine with equivocal results.